Manufacturer narrative:
There was no patient involvement. As the heater-cooler 16-02-80 is not distributed in the USA, the unique dentifer (UDI) number is not applicable. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty patient pump, which was found to make noise and could not be turned by hand. The technician replaced the defective pump motor to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message on the patient side during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned for further investigation. During the evaluation the reported failure could be confirmed. It was found that the bearings of the motor were heavily corroded which led to the reported issue.

Event description:
See initial report.